Manufacturer narrative:
It was initially claimed that pre-use check failed. Based on technician statement, during the inspection, it was determined that water entered the air gas module from the hospital's air supply line. The customer decided to repair the device by himself, hence there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. Identification of issue has been done by analyzing problem description. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient harm. The root cause to the reported issue has not been determined. The correction of fields #h6 health effect ¿ impact codes and #h8 usage of device was required. This is based on the internal evaluation. #h6 health effect ¿ impact codes. Previous #h6 health effect ¿ impact codes: no patient involvement///2645. Corrected #h6 health effect ¿ impact codes: no health consequences or impact///2199. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient involvement. Manufacturer's ref. #: (B)(4).